Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The lead was originally removed due to pocket infection and erosion. This event was reported on an alternative summary report that was submitted (B)(6) 2011. The lead subsequently tested out of specification. Evaluation summary: (B)(4): the lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the distal conductor was distorted, the defibrillation coil was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing was melted, outer tubing overlay with cosmetic environmental stress crack, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
The lead was replaced due to pocket infection/erosion. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No further patient complications were reported as a result of this event.